Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The lead remains in-service. No adverse patient effects were reported. Additional information was received that this lead was surgically capped and replaced due to additional observations of high pacing impedances and thresholds, and noise that was oversensed causing pacing inhibition. The patient had bipolar capture through the left ventricular lead so there was no asystole noted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The lead remains in-service. No adverse patient effects were reported.